Event description:
Rep reported that a programmable valve had to be explanted because was showing signs of over-drainage. The doctor has been working with this patient during the last two weeks changing the valve settings from 120mmh2o to 140 to 160 and finally to 200mmh2o four days ago. The valve was still showing signs of over-drainage, and as a result the valve was explanted and replaced with another one. All the settings have been confirmed with the vpv programmer, and the last setting of 200mmh2o was confirmed with an x-ray. After explanting the valve, it was verified that the valve was set for 200mmh2o. The surgeon tested the valve via manometer test. The test was showing that the valve was flowing as it was set for 100mmh2o.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.